Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0bm4f, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient noted that they had three surgeries for hip replacements and one was in march, one in may and one in october. It was later reported that the patient¿s battery had premature depletion and a power on reset (por) occurred. It was stated that the patient was looking to replace the device but the action had not yet been taken. It was noted that the patient noticed an increase in incontinence episodes. Reportedly, the problems occurred after a hip surgery.

Event description:
It was reported that the patient was not able to adjust stimulation. The patient saw a display on their programmer showing a ¿call you doctor¿ icon and a power on reset (por) condition. The patient was unsure of the last time they successfully communicated with the implant and they thought it was 4-5 months prior to report. No outcomes or interventions were reported related to this event so further follow up is being conducted to obtain that information. If additional information becomes available a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0bm4f, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports by the representative that the patient was in continuous mode. Reason for por (power on reset) was unknown however best guess would be that the battery was close to depletion. Replacement was currently in the process of being scheduled. Patient was aware of his device being turned up too high. Patient was made aware of the fact that the battery has been depleted.

Manufacturer narrative:
(B)(4).